Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise over-sensing on both the right ventricular (rv) and right atrial (ra) leads. The noise over-sensing resulted in inappropriate automated mode switch (ams) episodes on the ra lead. Chest x-ray imaging performed on (B)(6) 2025 during the in-clinic visit revealed no lead abnormalities and programming changes were made to resolve the issue. No patient symptoms reported.